Manufacturer narrative:
Corrected lot number now provided.mfg date now provided.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a tracking issue while performing a cranial laser obliteration procedure. The surgeon positioned the medtronic precision aiming guide to direct a non-medtronic drill. The aiming guide moved and the surgeon removed it from the procedure, then switched to a non-medtronic trajectory guide. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the suspect biopsy guide was discarded by the site and will not be returned to manufacturer for analysis.